Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was reported on the patients back. The patient stated the irritation was not bleeding or had any drainage. The patient has no known allergies it metals or fabrics. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a hydrocortisone cream by a medical professional. Follow up indicated the irritation improved.